Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 would not activate; hospital clarified that the device worked for a short period of time, then worked intermittently. A replacement kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater and hot jaw were somewhat burnt. The device had some evidence of blood. The distal jaw tips assembly was opened up and a small tear and evidence of melting were found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "would not activate" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).